Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a pacing problem/loss of capture and the patient experienced dizziness. It was also reported the thresholds on the atrial and ventricular channels increased at the same time. It was noted the physician suspects an ipg issue as the position of the leads have not changed. It was also noted the right ventricular (rv) lead thresholds were unstable. The pacing system was reprogrammed and a revision is planned. Ipg system remains in use. No further patient complications have been reported as a result of this event.